Event description:
Per the audiologist, the patient experienced poor performance with device use and a subsequent reduction in clinical benefit, resulting in the decision to discontinue the use of the device. The implanted device remains.